Manufacturer narrative:
On an unreported date in (B)(6) 2018, the peritonitis event occurred. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized and treated with cefazolin sodium (intraperitoneally, dose and frequency were not reported). At the time of this report, the patient has recovered from the event after one week of hospitalization and was discharged. Pd therapy was ongoing. No additional information is available as the reporter declined to provide additional information.